Event description:
A peritoneal dialysis patient experienced a fluid leak with their transfer set from the patient connector adapter (¿catheter connector that inserted or threaded into the silicone tubing appeared loosen "). The patient secured the two pieces and performed therapy that evening and no leak was observed during therapy. The patient visited their clinic the following day and cloudy pd fluid was observed. The transfer set was changed and the patient was treated with prophylactic antibiotics. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.